Manufacturer narrative:
The reported event of unable to interrogate was confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers' header anomaly advisory issued by abbott on 15 march 2021.

Event description:
It was reported that the patient presented at the emergency room (ER) as a nurse was unable to connect to the pacemaker remotely via merlin on demand and requested a check. The pacemaker could not be interrogated in the ER, and it was observed that the battery was prematurely depleted. The last check 9 days prior had estimated 4.7 years of battery life left. The patient was not dependent on the pacemaker for normal function and was stable. The pacemaker was explanted and replaced with no complications. The patient was stable.